Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump for over delivery because reservoir was empty still it was showing on display that insulin pump was full. Customer also stated they were having low blood glucose level which they treated with food and glucose tablets. Customer was experiencing symptoms such as shaking and sweating. Customer stated insulin was squirting out during the manual prime process. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly. Device also received with cracked case(battery tube). (B)(4).